Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited the image was not displayed due to damage on charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that bending section cover had leakage during user handling and water had invaded the device. It caused abnormality in electrical components and the malfunction occurred. User can detect the suggested event by handling the device in accordance with the following the instructions for use: - inspection of the endoscopic image user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: -leakage testing of the endoscope olympus will continue to monitor field performance for this device.